Manufacturer narrative:
(B)(4). Date sent: 1/21/2025. B3: event year only reported: (B)(6) 2025. D4 batch #: unknown. Additional information was requested and the following was obtained: how was the procedure completed? Completed with a different brand. With which device was the procedure completed? Unknown. Did the patient experience any adverse consequences due to this issue? Surgery time increased, hospital costs increased, patient health was endangered what is the issue with the second device that was reported? The device sealed but the jaw did not open. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the jaws don't open. The procedure was delayed 30 minutes. Another device was used to continue the procedure.